Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation outside the inferior vena cava (ivc). The indication for the filter placement, procedural details and medical history have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation outside the inferior vena cava (ivc).

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and caused perforation outside the inferior vena cava (ivc). The patient reported becoming aware of perforation of filter struts outside the ivc approximately ten years and eleven months post implant. The patient also reported anxiety related to the filter. The patient¿s medical history is notable for cerebrovascular accident (cva), dysphagia and left-sided paralysis, atrial fibrillation, gastroesophageal reflux disease (gerd, hypothyroidism, hyperlipidemia, anxiety with panic attacks, allergic rhinitis, appendectomy, hysterectomy, oophorectomy and left l4-l5 micro hemilaminectomy. The indication for the filter implant was saddle pulmonary embolus and inability to anticoagulate due to recent hemorrhagic infarct. The filter was placed via the right common femoral vein and deployed below the renal veins. The patient tolerated the procedure well. Approximately ten years and eleven months post implant, the patient underwent an abdominal computerized tomography (CT) scan. The CT identified mild atherosclerotic vascular calcification; a ¿greenfield type¿ ivc filter extending from the mid l3 to the mid l4 level, oriented longitudinally with respect to the axis of the ivc. There is no evidence of hemorrhage. The distal prongs of the ivc filter extend beyond the margins of the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation outside the inferior vena cava (ivc). Medical records received indicate that at filter placement, the patient was reported to have a history of cerebrovascular accident (cva), dysphagia and left-sided paralysis. Per the implant records, the patient underwent percutaneous sonographic and fluoroscopic guided placement of the ivc filter with a pre-procedure diagnosis of saddle pulmonary embolus and inability to anticoagulate due to recent hemorrhagic infarct. The right groin was prepped and draped in the standard sterile fashion and the right common femoral vein was percutaneously entered without difficulty. Under direct sonographic visualization, a catheter was advanced into the ivc and contrast was injected demonstrating no evidence of ivc thrombus; normal anatomy without evidence of variants and identifying the renal inflow. Subsequently, a trapease ivc filter was deployed below the renal veins. The patient tolerated the procedure well. Approximately ten years and ten months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan. The CT identified mild atherosclerotic vascular calcification; a ¿greenfield type¿ ivc filter extending from the mid l3 to the mid l4 level, oriented longitudinally with respect to the axis of the ivc. There is no evidence of hemorrhage. The distal prongs of the ivc filter extend beyond the margins of the ivc. The patient¿s medical history is notable for atrial fibrillation, gastroesophageal reflux disease (gerd, hypothyroidism, hyperlipidemia, anxiety with panic attacks, allergic rhinitis, appendectomy, hysterectomy, oophorectomy and left l4-l5 micro hemilaminectomy. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately ten years and ten months after the filter implantation.